Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy bag pressure had dropped, so the bag was inflated. Twenty (20) minutes later, the bag pressure dropped again, and the patient's blood oxygen saturation dropped from 98 to 92%. Oxygen reserve was immediately given and the tracheostomy tube was replaced. In this incident, the cannula bag pressure dropped, causing a ventilator leak. At the same time, oral secretions above the bag easily flowed into the lungs, causing aspiration pneumonia.

Manufacturer narrative:
D3: mfg establishment name corrected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.